Event description:
The reporter stated that he did meter to lab comparison test. The tests were done at the same time, from the same venous draw. His meter result was 250 mg/dl, and the lab result was 207 mg/dl. He did not have any symptoms. A control solution test was in range, 135 mg/dl (97-146).